Manufacturer narrative:
The complaint sample was not returned to greatbatch for evaluation so the reported event cannot be confirmed. A manufacturing review was completed and no discrepancies were found. If the complaint sample is returned, an evaluation will be performed and a supplemental 3500a emdr will be submitted. Complaint information provided by distributor, depuy orthopaedics.

Event description:
It was reported during a total hip arthroplasty that after impacting the cup, the handle would not unscrew. The surgeon was only able to free the cup after using pliers on the blue knob to unscrew it. After it was washed, one (1) of the joints on the mechanism that holds the cup was bent and in two (2) pieces. No patient consequence nor adverse events were reported as a result of this malfunction.